Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2025-038461. The investigation will be documented under MFR report number 2518422-2025-038461. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint by the customer on the v60 indicating that the brightness of the display could not be adjusted. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the brightness of the display could not be adjusted. The customer informed the remote service engineer (rse) that the brightness of the display was at the highest setting but could not be adjusted down. The customer had replaced the user interface (ui) printed circuit board assembly (pcba) but the reported issue was not resolved. The rse advised the customer to swap the ui pcba with a known functioning ui pcba to see if the issue could be resolved by another known functioning ui pcba replacement. The rse then advised if the reported issue is not resolved by replacing with another known functioning ui pcba, then the customer would need to replace the central processing unit (cpu) printed circuit board assembly (pcba). The rse provided the customer with the cpu pcba to order and replace. This investigation is ongoing.